Event description:
Device overheated during a wisdom tooth extraction procedure and the patient received a minor burn. It was reported that the patient has had a follow up visit and no additional medical treatment was required for the injury.